Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will submitted if the instrument is returned (post-evaluation) or if additional information is received. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the patient.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgical staff observed that the amber plastic part of the permanent cautery spatula instrument was broken at the tip after it was inserted into the patient. The break was not observed and no pieces from the instrument were found in the patient. It is unclear if the peace broke inside of the patient; however, prior to use, the instrument was inspected when anti-char solution was applied. No issues with the instrument were noted at this time. As of the date of this report, no patient harm, adverse outcome or injury has been reported.